Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings, component code, conclusion), h11. A fiber optic sensor failure in an intra aortic balloon occurs when the pressure sensor fails to transmit aortic pressure waveforms to the iabp console affecting proper balloon timing. She from the cardiac cath lab reported that when the fiber optic was connected to the cardiosave only a flat arterial pressure line was displayed with no alarms present. Multiple reconnection attempts were unsuccessful so guidance was provided to use the transduced inner lumen for arterial pressure while leaving the fiber optic disconnected. Therapy was not interrupted and no patient harm occurred. Follow up attempts were made but the catheter could not be retrieved for inspection as the patient was transferred to another hospital and only the lot number from the packaging was available.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected fields: h6 (type of investigation, component codes and investigation conclusions).

Event description:
(B)(4) from the ccl called into emergency support program line to request support with the fo ap waveform is not working correctly. She states that when the fo is plugged in there is just a flat line on the cardiosave. She states there are no alarms or messages present on the cardiosave. She attempts several unplugging and reconnecting of the fo while on the call and all are unsuccessful. Esp team guided her to use the transduced inner lumen for the ap and the fo is left unplugged. She states no therapy was interrupted. No harm or injury to the patient was reported.

Manufacturer narrative:
Other contact phone number: (B)(6) the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).